Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 3max was fractured approximately 16.5 cm from the hub. Conclusion: the complaint has been evaluated. The initial complaint indicated that the 3max catheter was fractured when it was removed from the packaging. Evaluation of the returned device confirmed a fracture on the proximal end. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected during in-process inspection the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, a penumbra system 3max reperfusion catheter was found fractured and was not used. The procedure successfully continued using a 3max catheter.